Manufacturer narrative:
Additional information was added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets disconnected from non-baxter tubing. It was also reported that cap would disconnect, further described as, ¿baxter bifuse cap was a little stiff with the connection and tends to pop back out sometimes¿. These events occurred during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.